Manufacturer narrative:
(B)(4). Approximate age of device ¿ 76 days. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted into the hospital with low flows and multisystem organ failure. The patient had a hemorrhagic stroke, and expired on (B)(6) 2016. Additional information was requested, but was not provided.

Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the report of a suspected stroke could not be conclusively determined. The submitted system controller log file contained data from (B)(6) 2016 0:51 through (B)(6) 2016 7:33. Multiple low flow hazard alarms were captured throughout the log file when the estimated flow was calculated below the low flow alarm threshold of 2.5 lpm, ranging from 2.3-2.4 lpm. The log file did not show any interruptions in pump function. A specific cause for the captured low flow events could not be determined through this evaluation. Stroke and bleeding is listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.